Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported that the ventilator had a battery fault. There was no patient involvement at the time the reported issue occurred. There was no patient harmed. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Information was received that the issue occurred after starting up the unit. The ventilator displayed a 'battery failure' error. Reportedly, when the battery was removed the error message would disappear. The customer replaced the battery to address the issue and the defective battery was discarded.